Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
A patient failing to charge their ipg properly was reported to abbott. The patient had stopped charging the ipg a long time ago. Subsequently, the ipg became inoperable. The ipg was replaced without complications. Effective therapy was restored. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.